Event description:
A caller reported an occlusion alarm. There was no adverse impact to the customer¿s blood glucose level. The customer declined troubleshooting, therefore no additional information was obtained. Reportedly, the customer was using lyumjev brand insulin, which is considered off label use.